Manufacturer narrative:
Additional/updated information was added to reflect both motor/gearbox assemblies being returned to the manufacturer for evaluation; however, subsequent testing could not verify the complaint. Per the initial evaluation, the left motor had no output, there was grease on the exterior of the motor, and the strain relief was broken. The right motor operated properly during the bench test with no smoking or smell of smoke. However, it was unable to be tested under load. An expanded evaluation was performed. The expanded evaluation report confirmed that neither motors were making noise or smoking. The right motor/gearbox functioned properly. The left motor/gearbox did not function and gave an e0300 error code (left motor fault) which was likely caused by grease contamination to the brake and motor area. Additionally, the strain relief for the left motor/gearbox cable was torn and the cable insulation was pulled back, exposing the inner wiring with its insulation still intact. (B)(4).

Event description:
The provider states both motors are smoking. He states originally both motors were making noise and now are smoking.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states both motors are smoking. He states originally both motors were making noise and now are smoking.